Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) replacement procedure the right ventricular (rv) lead exhibited no sensing, no capture and low and undefined impedance due to an issue with the insulation. The ipg was reprogrammed. The rv lead remains in use. No patient complications have been reported as a result of this event.